Manufacturer narrative:
The pump and case images were returned for evaluation. There were no abnormalities found with the pump during post-case testing. Tee imaging revealed an anterior leaflet prolapse of the mitral valve, which was caused by a rupture of the chordae in the center of the leaflet. A review of the case revealed the implanting physician stated the "patient's chordae tendinae was fragile, and the rupture of the chordae was observed during exchanging of the pump." A review of the case by an abiomed physician revealed the pump was in an improper position due to patient condition. The patient had a sigmoid septum and an obstructive left ventricular outflow tract, which caused the pump to be malpositioned. The root cause of the mitral valve damage is related to patient condition.

Event description:
An impella 5.0 was placed into a (B)(6) patient for support for post-pci, severe myocardial regurgitation and cardiogenic shock on (B)(6). On the 6th day of support, the patient received scheduled mvr/CABG/pv isolation. Although the patient had mr , mr deterioration and deviation of anterior leaflet was observed by echo during surgery. A chordae rupture in center of the anterior leaflet was observed during the surgery. The physician noted the patient's chordae tendineae was fragile.